Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. A technical investigation was not possible to perform, as the device is not at hand for investigation, the hospital discarded the device as biohazard. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that a patient underwent an initial hip procedure on (B)(6) 2013 . Subsequently, the patient was revised due to loosening of the femoral component on (B)(6) 2017. The patient suffered from severe pain, elevated inflammatory markers and infection. Review of received data the 2 x-rays were provided. Left hip ap on (B)(6) 2013: cup fixed with 2 screws, various implant position with contact of the distal stem part at the lateral femoral corticalis. Left hip ap on (B)(6) 2017: compared to the x-ray image (B)(6) 2013 stem subsidence from 6mm to 9mm. Bone resorption at the calcar, cystic structure loosening at the trochanter major. A 4mm long double contour can be seen on the proximal stem portion in the region of the distal lateral plasma coating. Cup position seems to be unchanged; it cannot be fully compared with the previous x-ray. Surgical information: in a (B)(6)-year-old, overweight male (bmi (B)(6)) the implantation of a cement-free hip endoprosthesis left (taper ml shaft straight, biolox ceramic head 36mm, trabecular cup 56mm, polyethylene inlay fixed with 2 screws) was done. Intraoperatively it was noted a cup inclination angle of almost 45 ° and anteversion 20 °. Consultation report (B)(6) orthopaedics: an examination was done due to pain on the left hip on (B)(6) 2016. The situation was not better after using an epidural injection. Current pain at level 8 on a scale of 1-10, activity-dependent, radiating at night, and instability feeling. For 2 years after implantation in (B)(6) 2013 it went well, since 2 years increasing pain, use of a walking aid in the last 4 months and sometimes using a wheelchair. Fever and chills. Radiologically loosening of the implant, the stem seems to be subsided; a part of the coating of the stem is detached on the inside. A fracture does not appear, but could be possible. Unknown if a revision surgery should be performed. An infection could occur despite relatively normal laboratory values. If an infection is present, remove of all components and use an antibiotic cement spacer. Due to increased inflammation it was recommended the puncture of the left hip. Recommended removal of the components of the left hip on (B)(6) 2017 and insertion of an antibiotic cement spacer. In the microbiological report on (B)(6) 2017 no detection of anaerobic bacteria, little growth of proteus mirabilis. Two pictures of the explanted components were received. It can be seen that a part of the stem coating was detached. The polyethylene component is also partially broken. It is unknown how and when this was occurred. Root cause analysis: root cause determination using dfmea: infection due to unable to clean and/or sterilize head and adapter due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Infection due to user error - compromised package sterility due to handling/ transportation => not possible: as the components were implanted approx. 4 years. Infection due to user error - use of expired product => not possible: the expiration date of the used product is in 2023. Stem loosening due to force required to remove head/adapter construct from stem taper results in loosening of stem (revision scenario) => possible: loosening could be confirmed during the investigation. Conclusion summary: it was reported that a patient underwent an initial hip procedure on may 22, 2013 . Subsequently, the patient was revised due to loosening of the femoral component on mar 1, 2017. The patient suffered from severe pain, elevated inflammatory markers and infection. No devices were returned for investigation. Three years and 9 months after implantation of a cement-free hip endoprosthesis on the left with an m / l taper stem the x-rays showed signs of loosening of the femoral component. After performed revision surgery it was also seen that the coating of the stem was partially detached. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did receive x-rays and medical history which will be reviewed as part of the ongoing investigation. The device was not returned for investigation. Additional information has been requested and is currently not available. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided.   Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information has been requested and is currently not available. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that a patient underwent an initial hip procedure on (B)(6) 2013. Subsequently, the patient was revised due to loosening of the femoral component, severe pain, elevated inflammatory markers and infection on (B)(6) 2017. Note: this is a split case with zimmer (B)(4), reference number: (B)(4).